Manufacturer narrative:
(B)(4). Batch # p93r7h. Investigation summary: the hand piece was received with the nose cone cracked. In addition, the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the ingress of moisture affected hand piece functionality. In addition, two photos were received for review. The 1st & 2nd photos showed a visual blemish. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the coat of the device was damaged. It seemed that the device was damaged by acid. It was sterilized 59 times. The device cannot be sterilized and used. There were no patient consequences.